Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Nothing further reported. Customer states that when she woke up in the morning, the blood glucose reading was 74 mg/dl. Customer states that the blood and sensor glucose readings were off. Customer states that the blood glucose was fluctuating. The current blood glucose reading is 430 mg/dl. Nothing further reported.